Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1439 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that: piccline in interventional imaging. On (B)(6) 2020, the patient is admitted to the service from his home for the monitoring of his aplasia. On admission the presence of a catheter leakage is noted, without further details. During the day of (B)(6) 2020, lymphatic discharge is present on the piccline. Blood cultures are performed and return positive to gram plus cocci. The patient is afebrile.